Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The sample was not returned. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during the last attempt to cross the occlusion in the left sfa, after 1 minute and 45 seconds of activation, approximately 4 cm of the distal segment of the catheter detached. No intervention was attempted and the detached catheter segment remains embedded in the pt. There was no pt injury reported.